Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump got exposed to water and stopped working after being dropped. The customer's blood glucose was 140 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. We were unable to perform self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. We were unable to confirm error message due to blank display. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked case.